Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient¿s right leg was shorter and they were unbalanced so they saw a foot specialist and got new shoes. Since (B)(6), 2013 while wearing different shoes they noted their system was not working properly. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.